Manufacturer narrative:
Preventive maintenance for the console was performed at the customer's site and during testing, a tcmid:06 (ce post failure) and tcmid:05 (coolant diff failure) error messages were reported. The console was returned to zoll and upon evaluation, the reported error message tcmid:06 (ce post failure) was confirmed during the event log review and functional testing. The root cause was determined to be a defective cooling engine as a result of wear and tear. The thermogard console is a reusable device and was manufactured in august 2012 and is more than 7 years old, well beyond its expected serviceable life of 5 years. The defective cooling engine needs to be replaced. The observed tcmid: 05 (coolant diff failure) error message during the initial field testing was not noted during the event log review and functional testing. The event log was reviewed and confirmed the occurrence of the tcmid:06 error message. Also, event log showed presence of the mid:25 (rtc wrong time) and mid:26 (low battery) errors. These errors are attributed to a low voltage battery. The lithium battery was replaced to remedy the issue. It is likely that the battery was never replaced for the past 6 years. The aging and the lack of maintenance of this console may have contributed to the low voltage battery. As part of routine service during testing, the console was examined and the assembly top lid was noted cracked and damaged and white rollers were worn out, the casters were loose and cold well gaskets were discolored and damaged. This type of physical damages found during the visual inspection are characteristics of normal wear and tear for the life of the device. In addition, found missing pan drip likely due to the user mishandling. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system sn (B)(4).

Event description:
Preventive maintenance for the thermogard xp ivtm console was performed at the customer's site and during testing a tcmid:06 (ce post failure) and tcmid:05 (coolant diff failure) error messages were reported. No patient involvement.